Event description:
It was reported that the device was near elective replacement indicators after being implanted less than six months. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed that the device was implanted with the battery voltage below the minimum implant voltage. The device was fully functional, with no high current drain or evidence of battery problems. Since the device was implanted, there is no way to tell why the battery voltage was low at implant.